Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. The logs for the navigation system have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while planning for a spinal fusion, the plan made for the procedure was overwritten with a separate plan in the application software. It was reported that the procedure was completed without issue following a regeneration of the plan. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.